Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for stent fractures from this lot. Based on the reviewed information, no product deficiency was identified. The reported patients effect of thrombosis and angina are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use.

Event description:
It was reported that during a mid left anterior descending coronary artery procedure, while deploying the 2.75 x 18 mm xience xpedition stent, one stent strut at a bend in the mid stent fractured, resulting in thrombosis and patient pain. An emergency coronary balloon angioplasty was performed to treat the thrombosis. Another xience xpedition was implanted to treat the stent strut damage and successfully complete the case. There was no adverse patient sequela and no clinically significant delay reported. There was no additional information provided.